Event description:
It was reported that the asymptomatic patient presented for routine in-clinic follow-up with the implantable cardioverter defibrillator unable to be interrogated. Open channel telemetry tests were performed, though all attempts were unsuccessful. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.